Event description:
It was reported that 14 pen needle 31gx5mm 5b 28ct experienced outer cover would not attach to remove needle from pen/cannot remove needle from pen. Product defect was noted prior to use. The following information was provided by the initial reporter; confirmed by customer, it can be understood as: after cannula connected with injection pen, it's noticed that transparent shell cannot be removed from the cannula. Feedback on behalf of the customer in pharmacy, the part no. Is 329496. During using, the needle could not be taken out of the plastic box. There were 7 defective needles and 7 unpackaged needles, the customer wanted to change a box of needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/22/2020. H.6. Investigation: 1. DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormality was found. 3. Tested 7pcs retention samples and 7pcs customer returned samples of hub pull force, all results passed. Refer to the attached retention samples and customer return samples test record. 4. Based on the investigation above, the products meet the specification. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 14 pen needle 31gx5mm 5b 28ct experienced outer cover would not attach to remove needle from pen/cannot remove needle from pen. Product defect was noted prior to use. The following information was provided by the initial reporter; confirmed by customer, it can be understood as: after cannula connected with injection pen, it's noticed that transparent shell cannot be removed from the cannula. Feedback on behalf of the customer in pharmacy, the part no. Is 329496. During using, the needle could not be taken out of the plastic box. There were 7 defective needles and 7 unpackaged needles, the customer wanted to change a box of needles.